Manufacturer narrative:
The IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. With review of the reported information and analysis of the returned device, it appears that patient factors/user interface contributed to the reported event. Controller con184750 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Visual analysis of the controller confirmed that the ps2 power connector had bent pins. The bent pins inside the controller port 2 connector prevented the battery from making a proper electrical connection when the battery is connected to the controller port 2. It was apparent that functional testing would not pass due to the extent of damage observed in the visual test. The controller failed to perform as intended during the lab testing. The reported event was confirmed by visual analysis of the controller. The root cause was likely misaligning the connector and applying force in the attempt to connect. An internal investigation has been opened by the manufacturer to evaluate this type of issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient in a rehabilitation facility had one power source port completely broken and had only one battery connected. The connected battery displayed 2 bars. The patient did not have his backup controller, other batteries or ac with him. The patient had to be transported by ambulance to a facility to receive a new controller. Power sources were brought to the hospital by a family member. The controller was replaced and the patient was returned to the rehabilitation facility with no reported consequences or impact. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Controller has not been received.